Event description:
Customer reported that the table would not move into trendelenburg position, nor would it unlock during a procedure. Hospital staff had to move pt to another table. Extended anesthesia was required as result of issue. (B)(4). Reference MFR# 8010652-2014-00001.